Manufacturer narrative:
Medwatch 0341425870-2019-0002 received and patient information updated along with other relevant history updated.

Event description:
It was reported that device embolization and patient death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted in the laa of the patient. There were no recaptures performed of the closure device prior to release. All release criteria were met with compressions of 15%-20%. The patient was discharged home the next day, as scheduled, in stable condition. Admission was noted to be unremarkable. The patient was scheduled to return on (B)(6) 2019 for an international normalized ratio (inr) test. However, the patient was found deceased in their home that day. Time of death was between (B)(6) 2019. The coroner provided a verbal preliminary report and indicated the cause of death is listed as dislodgment of left atrial appendage device. The closure device was found in the left ventricular outflow tract.

Event description:
It was reported that device embolization and patient death occurred. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was performed. A 27mm watchman laa closure device was successfully implanted in the laa of the patient. There were no recaptures performed of the closure device prior to release. All release criteria were met with compressions of 15%-20%. The patient was discharged home the next day, as scheduled, in stable condition. Admission was noted to be unremarkable. The patient was scheduled to return on (B)(6) 2019 for an international normalized ratio (inr) test. However, the patient was found deceased in their home that day. Time of death was between (B)(6) 2019. The coroner provided a verbal preliminary report and indicated the cause of death is listed as dislodgment of left atrial appendage device. The closure device was found in the left ventricular outflow tract.